Manufacturer narrative:
Method: complaint history review; risk assessment; results: a previous material analysis suggests the device likely experienced excess torque during use. Conclusion: it is likely that the patient bone density contributed to the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker.

Event description:
It was reported that; surgeon was advanced iliac screw with the iliac screwdriver and the tip on the screwdriver stripped out and broke.

Event description:
It was reported that; surgeon was advanced iliac screw with the iliac screwdriver and the tip on the screwdriver stripped out and broke.